Event description:
It was reported that pump experienced malfunction alarm with malf 16, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it, and malfunction did not recur; customer was advised to continue using pump and to call back if malfunction alarm returned, and customer acknowledged and understood these instructions.